Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the white screen and database error had occurred. A field service engineer logged in as the administrator and verified address information, then disabled the firewall and rebooted the station, remote support successfully dialed into the station and repaired the database. After restarting the station, the customer was able to access drawers and manage inventory, with all tests passing successfully. A technical support specialist (tss) dialed back into the device and reviewed database synchronization logs, then accessed station sql server management studio (ssms) and observed the database in suspect mode, applied knowledge article (ka) - "how-to ¿ recover / repair a corrupted dsclientoltp database" after which the database was restored from suspect mode. The customer confirmed the station was functioning as intended. The system functioned as intended after the field service engineer and technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on the white screen and database error had occurred. Customer tried to reboot the station, but issue persisted. There were no adverse events or injuries reported based on this event.